Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 235 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised replace plunger to manually push plunger and verify exits the tubing. Customer stated insulin exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device didn't alarm no delivery. The customer was advised the pump is working as designed. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 235 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer received 5 motor error alarms today. The customer was advised pump will be replaced.